Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report inability of one of the grippers to lower during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was advanced to the left atrium. During gripper orientation, when advancing and retracting the gripper lever without the tactile marker, the gripper would not lower. Despite trouble shooting by advancing and retracting the gripper lever 4 to 5 times, the gripper remained fully raised. While testing the gripper lever with the tactile marker, the gripper was able to raise and lower. The clip was removed and replaced with another clip. Two clips were implanted and the procedure concluded with mr reduced to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult single gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.